Event description:
The customer contact reported the device was "sparking." The pump was returned to the biomedical dept with an unsigned note that stated, "sparking, burning smell from pump." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.